Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 5 months post implant of this 23mm aortic bioprosthetic valve, transthoracic echocardiogram (tte) illustrated valvular stenosis and mild insufficiency. Ultimately, 10 years and 9 months post implant, a 23mm transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.